Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
Company representative reported via email that the customer stated he was hospitalized with diabetic ketoacidosis a few weeks back. He also reported that the customer has received no delivery alarms, the buttons are unresponsive and the battery like has been shortened. Blood glucose value is unknown. Customer was called back; spouse answered and declined troubleshooting. The insulin pump was not replaced or returned for analysis.